Event description:
It was reported that (1) device was used during a stomach operation . It was reported by the affiliate that the tct75 instrument did not staple correctly. Another instrument was used to complete the case. There was no consequence to the patient.